Event description:
A home patient contacted baxters technical service center stating he connected himself to the homechoice (hc) system during priming. The technical service representative advised the home patient to disconnect and finish priming. There was no patient injury or medical intervention reported at the time of the incident.